Event description:
It was reported that an insulation anomaly was noted. High, out of range, high voltage lead impedance was also noted. The lead was explanted and the patient was in good condition following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.